Event description:
A customer alleged discrepant results with chol2 cholesterol gen.2, hdl-cholesterol gen.4, and ldl-cholesterol gen.3 assays for one patient sample tested on the cobas pro c 503 analytical unit. The alleged sample's initial cholesterol result was 23.2 mg/dl and the repeated result was 178 mg/dl. The sample was repeated on another cobas pro c 503 instrument (serial number not provided) which was 205 mg/dl. A second sample resulted in a value of 189 mg/dl. The alleged sample's initial hdl result was 95.1 mg/dl and the repeated result was 63.3 mg/dl. The sample was repeated on another cobas pro c 503 instrument (serial number not provided) which was 61.2 mg/dl. A second sample resulted in a value of of 67.7 mg/dl. The alleged sample's initial ldl result was 236 mg/dl and the repeated result was 96 mg/dl. The sample was repeated on another cobas pro c 503 instrument (serial number not provided) which was 97 mg/dl. A second sample resulted in a value of 105 mg/dl. The results were reported to medical personnel, who complained the results were not plausible prompting the rerun of the patient's sample.

Manufacturer narrative:
The chol2 cholesterol gen.2 reagent lot number is 76043301 with the expiration date of 31-dec-2024. The hdl-cholesterol gen.4 reagent lot number is 76289401 with the expiration date of 30-sep-2025. The ldl-cholesterol gen.3 reagent lot number and expiration date were requested but not provided. Investigation is ongoing.

Manufacturer narrative:
The field service engineer (fes) exchanged the sample needle, the reagent needle, and adjusted the cuvette volume, and the ultrasonic mixer. The fes performed maintenance and successful test runs, confirming that the device was functioning properly. No additional issues have been observed since then. The investigation determined the service actions resolved the issue.